Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred after the customer exposed the pump to water. Customer's blood glucose ranged from 100 mg/dl to 200 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.